Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigated and a definitive cause for the reported rotating hemostatic valve (rhv) cap detachment in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was obtained: it was the dilator hemostatic valve that broke while turning in the closed direction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the steerable guide catheter hemostatic valve broke during device preparation. Although there was no patient involvement, if this were to recur in the anatomy, there is potential of air leak. It was reported that during preparation of the steerable guide catheter, the hemostatic valve broke while turning the valve in the closed "off" direction. Reportedly only minor force was applied. There was no patient involvement. There was no clinically significant delay to the intended procedure. There was no additional information provided.